Event description:
On (B)(6) 2025, the clinical diabetes specialist (clss) reported that the user¿s ilet meal algorithm had maladapted, recommending a factory reset. The user typically eats more carbohydrates on weekends but continues to use the ¿usual¿ meal option, which led to increased dinner dosing and a subsequent low blood glucose (bg) event of 60 mg/dl. The user treated the low bg with soda and juice and did not require assistance. The lowest blood glucose (bg) recorded was 60 mg/dl. Bg was corrected with soda and juice. Symptoms included shakiness. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.